Event description:
A customer reported a calibration failure on their dt60 analyzer while trying to calibrate glu slides. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of patient harm as result of this event.